Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was admitted in hospital due to high blood glucose on an unknown date. It was reported that the customer went to emergency room about 2 weeks ago with a high blood glucose value of 700 mg/dl. The customer was treated with manual injection. The customer have experienced symptoms such as nausea, vomiting, abdominal pain and difficulty breathing. Customer reported that the cannula was bent. Customer stated that the insulin pump was alleging under delivery. Customer reported that the doctor stopped from the pump therapy. The customer was advised to change the infusion set. The device will not be returned for analysis.